Event description:
The customer reported not getting image during inspection for use involving an olympus xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, however, technical assistance center confirmed the reported failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.